Event description:
It was reported to manufacturer that the vns pt had experienced a worsening of the seizure disorder and the physician had attributed the worsening to nvs therapy. The physician had attempted multiple setting changes in an attempt to obtain efficacy with the device, however, they were unsuccessful. The device was subsequently disabled, and the patient's seizures are currently being controlled with a medication regimen. The pt had a surgical consult to have the device removed. Subsequently, surgery occurred where a portion of the lead and generator were removed and returned to manufacturer for analysis. Analysis is currently underway. Device diagnostics were performed at the explant surgery and revealed normal device function.